Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 200 ohms during an in office test, however, no out of range measurements were seen on daily measurements. Technical services (ts) was consulted, discussed commanded test versus daily measurements are run differently with different saturation points, an analysis of device data was requested. Ts suggested reprogramming to a different vector where the measurements were withing range. Also suggested considering defibrillation threshold (dft) test due to change in shock vector. This rv lead remains in service. No adverse patient effects were reported. Additional information was received, the patient with this right ventricular (rv) lead was brought in for a defibrillation threshold (dft) test after the vector, the dft was successful. This rv lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 200 ohms during an in office test, however, no out of range measurements were seen on daily measurements. Technical services (ts) was consulted, discussed commanded test versus daily measurements are run differently with different saturation points, an analysis of device data was requested. Ts suggested reprogramming to a different vector where the measurements were within range. Also suggested considering defibrillation threshold (dft) test due to change in shock vector. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available.